Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 210 mg/dl. The troubleshooting was performed. The customer was advised that changing the reservoir resolved the no alarm delivery. The customer was advised to return the reservoir. The customer was advised to monitor the set and call back if she has anymore issues.